Event description:
Revision surgery - the baseplate center screw broke. The surgeon removed the baseplate and glenosphere and replaced them with a hemispherical shoulder. The agent indicated the surgeon had the same issue with previous cases and is no longer performing surgeries.

Manufacturer narrative:
The original reverse shoulder prosthesis (rsp) surgery was performed on (B)(6) 2010 and the revision surgery was performed on (B)(6) 2013. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports for the rsp baseplate and glenoid head. There were two non-conforming material reports for the socket shell, neither contributed to this complaint. One involved a nonconformance and was scrapped for surface finish, the other involved 12 items being returned to vendor due to dimensional and taper nonconformance's. A review of the product complaint report history shows there are (B)(4) prior complaints due to central screw fractures. There were no design, manufacturing, or material defects identified from those complaint reports. There are no indications of a product or process issue affecting implant safety or effectiveness. The root cause for this product complaint was a fracture of a rsp glenoid baseplate central 6.5 mm screw after 2.2 years of patient use. The details of the patient background prior to the failure were not provided, and the explanted devices were not returned for examination. Historically, such failures after a few years of use are usually the result of factors such as: a weakened or inadequate volume of bone structure, lack of bone in-growth into the porous coat, inadequate soft tissue support, large or frequent shoulder torques or loads, trauma, infection, or other medical factors.